Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the patient experienced pain, skin overgrowth, and healing issues at the abutment site. The patient was placed under general anaesthesia on (B)(6) 2020, to remove the abutment. The implanted device remains.